Event description:
Customer complaint - limited data available. Customer complained that the device was overheating when used.

Event description:
Customer complaint - limited data available customer complained of device is burning when used.